Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed with "reservoir empty" error message while connected to patient. The pump was delivering medication at a rate of 3 ml/hr from a cassette with a total reservoir volume of 138 ml, which had been fully administered over approximately 46 hours. The air detector was off, and the upstream sensor was on. The pump was set to lock level ll2. The extension tubing was primed manually by a technician using a saline flush. It was also reported that the pump functioned only when kept upright and failed to operate when laid flat. The event occurred at patient home while use with patient.